Event description:
It was reported, that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. And not removing air from the cartridge during the loading sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 289 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide: cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide: instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.